Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. The user reported that during brake adjustment, the c-arm rolled off the stand and onto the floor. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that there was no system fault. The issue was caused by a 3rd party service technician who was not trained and did not follow the service instruction. Within the service instruction it is clearly described how to proceed as well as a warning of what can happen if the procedure is not followed. An individual 3rd party workmanship error is the root cause of the error. The system has been repaired by a siemens service engineer following the service instruction. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.